Manufacturer narrative:
The device was evaluated onsite by a zoll representative, and no device malfunction was identified. The returned pads were tested at zoll japan and performed normally when used with a known-good AED pro, including passing self-tests and continuity checks, confirming proper ECG measurement. The reported "check pads" prompt indicates patient impedance was not detected, which can occur due to poor pad-to-patient contact. No fault was found and the device was returned to clinical use. The electrode pads were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "check pads," and "unit failed" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.